Event description:
The patient reported inaccurate low results on their one touch profile meter. Pt reports feeling "lousy" from august to september. Pt compared their meter with the lab, with results of 108 mg/dl (meter) vs. 184 mg/dl (lab). Their insulin dosage was changed based upon the lab results.